Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was 504 mg/dl with ketone levels of 5-6 mg/dl. Customer received normal third party assistance and delivered a correction bolus via pump to address bg level. Customer changed pump supplies to address the issue.